Event description:
Customer reported that he had low blood glucose of 40 mg/dl. Customer stated that his insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to loose drive support disk. All buttons functioned properly and no moisture damage on keypad traces noted. The insulin pump had missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.